Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not available.

Event description:
Aspen surgical received a medwatch report (uf/importer report # (B)(4)) indicating that during a shoulder surgery, the strap connecting the ring to the suspension device broke, causing the arm to fall during the surgical procedure. No patient harm was reported. This incident was filed in our complaint handling system under number (B)(4).